Manufacturer narrative:
Taper unknown. (B)(4). Additional catalog #: lap-band adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the produce for analysis as well as indicate the product serial number, dat of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Vomit is surgical/physiologic complication and analysis of device generally does not assist allergen in determining probable cause for this event.

Event description:
Reported events of vomiting within eight patients from journal article: "benefits and risk of bariatric surgery in patients aged more than 60 years", surgery for obesity and related diseases, official journal of the american society for bariatric surgery, ((B)(6) 2014). Electronic publication date: 01/09/2014. Although the manufacturer of the device is unknown, it is allergan's approach to compliance resolve all doubt in favor or reporting.